Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on october 27, 2016. (B)(4). The returned sample was visually inspected and it was found that one of the non-vented yellow caps on the top of the reservoir was in pieces. The stem of the cap still remained in the reservoir lid port; however, the rest of the cap was in several pieces a part from the lid. No other damages were noted anywhere else on the product. A retention sample from the same product code/lot number combination was visually inspected and confirmed to not have any damages or visual anomalies. A review of the device history revealed no production related anomalies. The product undergoes several visual inspections during the manufacturing process, up until packaged into the one-piece box. As the cap had been broken into several pieces, and the pieces still remained with the product, it is likely that a shock force was applied to the product during shipping and handling, causing the cap to shatter. Although a definitive root cause could not be determine, this complaint has been confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, while the product was being removed from the box, it was noticed that the luer cap on top of the reservoir was shattered. No patient involvement as this occurred out of box.